Event description:
The facility representative reported a flogard infusion pump that experienced failure code 38. The customer did know what process step this event occurred. There was no patient involvement, injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The exact occurence date is unknown. The customer reported problem alarm 38 is confirmed during on-site evaluation by a baxter service technician. Service determined that the cause was due to cracked/broken left and right force sensing resistors (fsrs). The tube misloading sensor was replaced to resolve the issue.